Event description:
There has been a concern expressed about the suitability of the invacare solo for a new program that allows patients to go home with the device, with a follow-up evaluation seven to ten days later. The concern raised is the volume of the alarm. For 24/7 use, the alarm may not be audible while the patient is sleeping. The rental equipment provider's management contacted invacare:initially there was a conference call with the invacare sales rep, which related in a subsequent email to hospital risk management that the invacare representative became defensive and said they have 20,000 units, most being used 24/7, and have not heard any comments on the volume of the alarm. Risk management assessment was requested, and a voluntary report to medsun was suggested. Aproximately one month later, invacare contacted the rental supplier and reiterated that their alarm is at the optimum level, there have been no reported patient incidents, and it is cleared by regulatory agencies. They did indicate that their engineers have been looking into the alarm levels, and have developed what they term an "enhancement," to the solo2 circuit board that, among other corrections, will allow for a louder alarm. The new circuit board will be in new solo2 units going forward, with no current plans to make it available for units already in use. Further, the representative requested that any specific complaints in the future be put in a formal letter from hospital risk management. The following day, the rental provider sent a video back to the sales representative, demonstrating differences in alarm levels. The sales representative and territory manager for invacare visited the rental provider to hear the sound levels for themselves, and agreed that the alarm was inadequate.